Manufacturer narrative:
It was reported by the hospital contact that the embolic coil of the complaint orbit galaxy (640cf0308/17256202) was already detached from the delivery system when opened. Another galaxy (details unknown) was used instead to continue. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complained product has already been disposed. No further information is available. The procedure was the coil embolization of the infant patient¿s mapca and the ita. The patient¿s details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. No information of the concomitant devices used in this procedure was available. Based on the information, the event was not confirmed. The product was not returned for analysis; however, procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot was performed and no issues were noted that were considered potentially related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: another galaxy (details unknown).

Event description:
It was reported by the hospital contact that the embolic coil of the complaint orbit galaxy (640cf0308/17256202) was already detached from the delivery system when opened. Another galaxy (details unknown) was used instead to continue. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complained product has already been disposed. No further information is available. The procedure was the coil embolization of the infant patient's mapca and the ita. The patient's details such as sex, dob, and the tortuosity and calcification level of the vessels were not available. No information of the concomitant devices used in this procedure was available.